Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that device failed to turn on indicating ¿fault¿. There was no patient involvement.